Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.

Event description:
Primevigilance notified teoxane of an adverse event on 22-nov-2024. A female patient was injected on (B)(6) 2024 with 1 ml of rha 4 in the chin using a 30g needle. After the injection, the patient did not complain about anything, but the injector noticed purplish bruising. The next day, on (B)(6) 2024, the physician followed up with the patient, who reported some swelling in the chin. At night, from (B)(6) 2024, the patient experienced pain. Thus, on (B)(6) 2024, the patient was seen again by the injector. The injector suspected vascular occlusion on the right side of the chin (the left side was fine). As treatment, on (B)(6) 2024, the patient received 16 vials of hyaluronidase (hylenex) every 20 minutes and started acetylsalicylic acid (aspirin). After treatment, the capillary refill returned to normal, and the symptoms resolved. The patient had previously received restylane in the chin (date unknown). Due to resolution of symptoms, the case was closed.

Event description:
Primevigilance notified teoxane of an adverse event on 22-nov-2024. A female patient was injected on (B)(6) 2024 with 1 ml of rha 4 in the chin using a 30g needle. After the injection, the patient did not complain about anything, but the injector noticed purplish bruising. The next day, on (B)(6) 2024, the physician followed up with the patient, who reported some swelling in the chin. At night, from (B)(6) 2024 to (B)(6) 2024, the patient experienced pain. Thus, on (B)(6) 2024, the patient was seen again by the injector. The injector suspected vascular occlusion on the right side of the chin (the left side was fine). As treatment, on (B)(6) 2024, the patient received 16 vials of hyaluronidase (hylenex) every 20 minutes and started acetylsalicylic acid (aspirin). After treatment, the capillary refill returned to normal, and the symptoms resolved. The patient had previously received restylane in the chin (date unknown). No other additional information is available at the time of this report.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.